Event description:
It was reported that the patient was hit with a wooden handle behind concerned ear in (B)(6) 2012. After that a swelling developed underneath the implant area. By the end of (B)(6) 2012, the patient's speech discrimination had suddenly deteriorated. The external parts were exchanged, but the situation did not improve. Re-implantation surgery is considered for 2013.

Manufacturer narrative:
The device has not been explanted. It is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.